Event description:
It has been reported to company that while removing the sheath from the patient it broke and had to remove the remaining part with hemostats and were able to remove it. No complications and patient is fine.

Event description:
It has been reported to company that while removing the sheath from the patient it broke and had to remove the remaining part with hemostats and were able to remove it. No complications and patient is fine.